Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked approximately 1.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a kink near the hub. If the device is removed from its packaging at extreme angles or otherwise mishandled during use, damage such as a kink may occur. During functional testing, the ace68 was advanced through a demonstration neuron max without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). While advancing the ace68 into the target vessel, the physician noticed that the proximal end became kinked. Therefore, the ace68 was removed. The procedure was completed using a new ace68. There was no report of an adverse effect to the patient.